Manufacturer narrative:
Reference record: (B)(4). The peg tube return sample was removed and received at abbvie for evaluation. The peg tube was visually inspected and reviewed. The reported complaint of stoma site infection was unable to be verified. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Catalog number 062945-002 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. A sample return is expected and a follow up report will be submitted upon completion of investigation.

Event description:
On "(B)(6) 2017", the patient in (B)(6) underwent procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On an unknown date, the patient experienced a stoma site infection and was treated with 500 mg of oral antibiotic of aksef 2x1.